Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual and microscopic inspection confirmed that the dilator tip was damaged. No abnormalities or anomalies were found on the returned sheath. Evaluation of the returned sheath observed a successful engagement of the deflection mechanism, as the sheath was able to achieve and maintain its intended curvature.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that the tip of the dilator was lifted. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis. It was further reported that there were no burrs, scratches or tears on the dilator tip nor the tip was physically detached. The dilator tip lift was observed during unpackaging.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that the tip of the dilator was lifted. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis and investigation is still in progress. It was further reported reported that there were no burrs, scratches or tears on the dilator tip nor the tip was physically detached. The dilator tip lift was observed during unpackaging.